Event description:
It was reported that the patient underwent l4-5, l5-s1 fusion using rhbmp-2/acs on multiple levels of the patient's spine. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, andadditional surgeries. The patient has required extensive medical treatment". Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2003: the patient presented with degenerative disc disease at l4-l5 and l5-s1. The patient underwent a procedure in which four interbody cages and bone morphogenic protein was used. As per-op notes, ¿two interbody cages were filled with bmp and inserted into the l5-s1 disc space. Two interbody cages were filled with bmp and placed in the l4-l5 disc space.¿ no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.